Event description:
The device was being evaluated at the philips bench for repair and evaluation where it was noted that the battery pca pins were bent. There is no indication of negative patient impact.